Manufacturer narrative:
(B)(4). Device available for evaluation: it is unknown if the device is available for evaluation.

Event description:
The complaint was received via maude report. The customer alleges that the oxygen tubing products almost choked them by cutting off the oxygen supply while using their oxygen concentrator machine. The customer reports that the devices knotted up and kinked up and did not allow proper oxygen, in order to breathe properly